Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that they had been having sharp pain in their butt cheek where the implant is. The patient said the pain was so sharp and shoots down their leg and up their back which started 2 days ago. The patient tried to use the programmer with and without the antenna and got the poor communication screen. Reviewed possibility of eos. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient said they want to have the device removed because since it was implanted it never really helped them. On 2025-may-27 additional information was received from the patient. They reported that therapy was not working for them yet and no further action would be taken. Patient stated a device explant would occur on (B)(6) 2025. Patient stated it was unknown what the cause of the poor communication was.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.